Manufacturer narrative:
Concomitant medical products: 1000ml baxter bag ndc (B)(4), lot: y208579-exp: (B)(6) 5% dextrose and 0.9% sodium chloride injection; white cap; therapy date (B)(6) 2016. No available code for undetermined or unknown cause. The customer¿s report of a bulge on the upper portion of the silicone segment was confirmed. Visual inspection observed that the silicone segment tubing had a bulge, discoloration, and was weakened just below the upper fitment. Functional testing was performed; the set flowed freely and ran with no issues observed. The root cause of the bubbling in the tubing could not be determined.

Event description:
The customer reported the device was alarming channel error while infusing 5% dextrose and 0.9% sodium chloride.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "patients IV pump was alarming there was a channel error. Pump was shut off to try to restart it and IV tubing was removed from the cassette. The IV tubing at the top of the cartridge had a bulge the size of a marble at the top"

Event description:
The customer reported the device was alarming channel error while infusing d51/2 normal saline. The nurse shut off the device and restarted however it continued to alarm . The tubing was removed and the nurse noticed a bulge "the size of a marble" on the upper portion of the silicone segment. There was no report of patient harm. The nurse reported that an IV push was given prior to the event however did not have any imaging requiring rapid/pressure injection.